Event description:
A pump malfunction was reported by the customer's doctor. It was not reported whether there was any impact on the customer's blood glucose level. Attempts were made by customer technical support to follow up on the issue, but they were only able to leave a voicemail, and the case was closed after the final attempt to contact the customer.